Event description:
It was reported that during an unknown procedure, the device was fired on the distal side of the rectum. After firing, it was found that the staple line just had a few staples on both sides and the central part had nothing. The surgeon used two sutures to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.